Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified patient mistake. On the same day as the event onset, the patient was hospitalized for peritonitis and began treatment with vancomycin (1g; route, frequency, and duration not reported) and piptaz (1g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.